Event description:
The micl13.7 implantable collamer lens flipped upside down as the surgeon inserted it in the eye. The lens was removed and the back up icl was implanted without any patient injury. The reporter stated the incident was likely due to the lens not being properly aligned in the injector during loading.

Manufacturer narrative:
(B)(4). Evaluation: results: the lens was received stuck in the cartridge. There was evidence of a clear surgical residue, however, there was no visible damage to the cartridge. Claim# (B)(4).